Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 upon sensor failure patient removed sensor and could not see sensor wire. Patient had difficulty with insertion and did not retract the collar correctly.